Manufacturer narrative:
(B)(4). Concomitant medical products - vanguard femoral component catalogue# 183002 lot# unknown, vanguard bearing catalogue# 183420 lot# unknown, biomet tibial tray catalogue# 141222 lot# unknown, biomet patella catalogue# unknown lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07244.

Event description:
It was reported a patient underwent right primary total knee arthroplasty. Patient underwent left knee manipulation procedure approximately month and half post operative. Patient underwent two additional manipulation procedures on left knee over the next month and half.

Event description:
It was reported a patient underwent right primary total knee arthroplasty. Patient underwent left knee manipulation procedure approximately month and half post operative. Patient underwent two additional manipulation procedures on left knee over the next month and half.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Concomitant medical products: vanguard femoral component, catalogue# 183002, lot# unknown; vanguard bearing, catalogue# 183420, lot# unknown; biomet tibia tray, catalogue# 141222, lot# unknown; biomet patella, catalogue# unknown, lot# unknown. Multiple reports have been submitted for this event. Please see associated report: 0001825034-2018-07279. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.